Manufacturer narrative:
The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that cerebral ischemia occurred. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman ® laa closure device was successfully implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2016, the patient was hospitalized for cerebral ischemia. A computed tomography (CT) scan, transesophageal echocardiogram (tee), electrocardiogram, duplexsonography and lab tests were performed. Medication was given or the regimen was adjusted. The cerebral ischemia was considered recovered/resolved with sequelae and patient was discharged from the hospital seven days later.

Manufacturer narrative:
Describe event or problem updated. The root cause has been updated from anticipated procedural complications to undeterminable because the root cause was unable to be determined. (B)(4).

Event description:
It was previously reported that a tee was performed. It was further reported that a tee was unable to be performed as the patient suffered from dysphagia.